Event description:
It was reported that the customer had high blood glucose levels of 539 mg/dl. The customer was hospitalized two times due to diabetes ketoacidosis and was treated with an insulin drip on both occasions. The customer was first hospitalized on (B)(6) 2014 and was discharged on (B)(6) 2014 but was hospitalized again on (B)(6) 2014. The customer indicated having symptoms consistent with high blood glucose levels including vomiting, fatigue and blurred vision. Troubleshooting was done. The daughter of the customer reported that there were no visible leaks or air bubbles on the insulin pump. The customer reported wearing the insulin pump at the time of hospitalization. The customer does not feel comfortable with the insulin pump and would like to have it replaced. The customer was advised that a replacement insulin pump would be shipped. No additional information was provided.

Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional tests including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was programmed with multiple basal rates and monitored. The basal rates were delivered and recorded properly in the basal review screen. No basal anomaly noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.